Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed multiple calibration alarms and then change sensor. Customer's blood glucose level was 116 mg/dl. Troubleshooting was performed. The sensor was inserted on 6/13/2014 in the right upper abdomen. Customer removed the sensor and stated it was bent like a z shape. Alarm did not occurred after performing a "find lost sensor" or result of the first calibration attempt after initialization. No delayed entries. One meter is being used. Customer was advised if alarms continue was she inserts new sensor that is being sent to seek trainer to see if customer is inserting the sensor correctly. No further information reported.